Event description:
It was reported that the locking screw fell off the back of the handpiece while in use. The screw did not fall into the surgical site, but the patient was prescribed antibiotics due to this event.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If the device is returned, a follow up report will be filed.